Manufacturer narrative:
This report is submitted on february 05, 2024.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for one day due to an infection at the implant site and was treated with IV antibiotics. The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.